Event description:
Reported via watchman patient call center, it was reported that pericarditis occurred. A left atrial appendage (laa) closure procedure was performed along with a farapulse pulse field ablation (pfa). A 27mm watchman flx pro laa closure device was implanted on (B)(6) 2025. The patient reported that he developed pericarditis post procedure and stayed and extra day in the hospital. The patient stated the cardiologist said the pericarditis was due to the pfa procedure. The patient is currently on nonsteroidal anti-inflammatory drugs (nsaid), aspirin 81 mg, and anticoagulant medication (pradaxa). The patient reported he cannot lay flat due to the pain in his chest and shortness of breath. The patient shared that cardiologist said the pulsing must have somehow hit the hot sack that caused inflammation. The patient has nerve pain in t4 and was not sure what was causing the pain. The patient stated they ran a heavy duty inside his IV, which took the pain away a little. He is getting better slowly after taking medication noted above. The patient stated he does not have a planned follow up. The patient was advised if severe shortness of breath or pain appears to call 911.